Manufacturer narrative:
Insulin pump received with no button response due to unlocked lcd keypad connector. Unable to perform self test and displacement test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the buttons were not working. Customer¿s blood glucose was 399 mg/dl at the time of incident. The insulin pump will be returned for analysis.